Event description:
It was reported that the implantable cardiac monitor could not be interrogated post implant; the device displayed an error message. The patient had a neurostimulator implanted an inch from the device which possibly prevented interrogation. After a device software download, normal function resumed.